Manufacturer narrative:
A titan otr pump, cylinders 1 and 2, and inlet tubing/connector segment were received for evaluation. Evaluation revealed a separation in the pump inlet tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed confined abrasion at the site of separation, indicating the area was kinked and abrading against itself for a period of time. Microscopic evaluation revealed partial separations within abrasion on both pump exhaust tubes. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on all pump tubing, indicating repetitive contact between surfaces. Tow sutures were attached to the tips of both cylinder 1 and cylinder 2. No functional abnormalities were noted with cylinder 1 or cylinder 2. Microscopic evaluation revealed surface abrasion on the inlet tubing segment. No functional abnormalities were noted with the inlet tubing/connector segment. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing indicated they may have overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed to the pump inlet tubing kinking onto itself and abrading, resulting in sufficient stress(s) to cause a separation of pump inlet tubing at the tubing/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to tubing leakage.